Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was able to power on multiple times with both battery and ac power without duplicating the report. Review of the device log found no evidence of battery or power related issues. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old male patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.